Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt's ipg does not communicate with the external devices. The pt stated, he has not used or charged his scs system in two months since having a pain pump implanted. The pt's physician has advised him to start using his scs system again. An sjm rep contacted the pt and the pt decided that he would like to have the ipg replaced. Surgical intervention is pending at a later date.